Manufacturer narrative:
Patient data not currently available. E-mail address of reporter is unknown. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The monitor logs provided do not support the incident description, do not cover the time of incident or the incident time is incorrect. The only additional information provided was that the problem occurred before (B)(6) 2014 14:43:56. It was not possible to get a more exact time from the customer. The problem has not occurred again. The monitor logs provided did not include any red (high) spo2 alarms in the logs during several nearest months. Also, the user has not silenced any alarms at this bed during (B)(6), which according to description was the day of incident. The available data is insufficient and does not support the issue description. Root cause remains undetermined.

Event description:
The customer reported that the spo2 alarm changed from a high priority (red) alarm to a low priority (blue) alarm after the user silenced the alarm at the bedside monitor and the alarm stayed at a higher priority (red) level at the central station. This was corrected by discharging and re-admitting the patient. There was no patient consequence as a result.